Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood on the coils, which is consistent with the guide wire being in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. There was scraped teflon coating, 54.3 cm distal to the proximal end of the teflon. Analysis confirmed the reported kink in the distal area as there was a kink in the core, 6 mm proximal to the proximal solder. These damages are consistent with interaction with the lesion anatomy and other devices during procedural attempts to cross the lesion as no damage was reported during inspection prior to use. The tipball and solder joints outer diameter were measured with a hole gauge and met manufacturing criteria. The outer diameter of the core proximal of the hypotube was measured with a laser micrometer and met manufacturing criteria. The inability to cross a lesion and resistance with the lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. Based on the information received, the reported inability to cross and resistance with the lesion anatomy appears to be related to the moderately tortuous anatomy. The reported kink in the guide wire, inability to cross the lesion and resistance with the lesion appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Review of the lot history record revealed there are no nonconforming material records associated with this lot. Manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with moderate tortuosity and mild calcification. A balance middleweight (bmw) guide wire was advanced; however, due to a kink in the distal area of the guide wire, the bmw could not cross the lesion. Slight resistance was noted during removal of the bmw guide wire. Another bmw was used to complete the procedure. There were no patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional, relevant information.